Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd needle 23x1-1/4 eclipse smartslip leaked at the connection. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2024. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: nurse was injecting winrho into patient and needle did not connect properly to hub of syringe, causing medication to leak out of syringe, therefore patient did not recieve full dose of medication. Was difficult to tell if needle was connected as it felt secure. Impact of incident: the patient did not receive the full dose of medication. Required physician to re-order medication and patient was required to stay longer than originally intended/planned.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number: 305886 and batch number: 2101010. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discard it 2ml syringe; however, no signs of defective connection were observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. We recommend following the instructions for use, which are unique in directing the user to push firmly when attaching the needle to the syringe and to be sure that the clip is activated. Bd needles are manufactured and released according to applicable procedures and specifications and complies with iso (international organization for standardization) standard. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.